Event description:
It was reported that a crystalens was implanted into the pt's left eye despite a posterior capsular tear which had occurred during phacoemulsification. The posterior capsular tear enlarged one day post iol implant. The crystalens iol was explanted two days post-op due to dislocation. Another iol was implanted successfully in the sulcus. It was reported that the pt is doing well.

Manufacturer narrative:
The lens was returned to b+l. Visual inspection of the returned lens found tears in zone one and two of the optic and a tear throughout the trailing haptic plate. Also, haptic loop is cut on the trailing haptic plate. Unable to perform optical inspection due to the torn condition of the lens. However, the condition of the lens is consistent with the lenses that have been explanted. The device history records were reviewed and there were no discrepancies or unusual finding that relate to the reported issue. Based on the current information, the cause of the event is likely due to user implanting the crystalens in the capsular bag which had a posterior capsule tear despite the product dfu which warns the user that crystalens should not be implanted if the capsular bag is not intact.